Event description:
It was reported that the tip of the catheter got stuck inside the heart during a cardiac mapping procedure. The physician cut the catheter, inserted a long sheath over the catheter, and then removed the sheath and the catheter together. Cardiac echography confirmed that there was no cardiac tamponade. It was also reported that the pt is in stable condition, and that the complaint product will be returned for eval.